Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 04-aug-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they were getting the settings not available cannot provide your desired intensity settings message on their controller and the issue began over 6 months ago. Patient stated they couldn't turn their stimulation on or increase the stimulation. Patient met with their representative and patient was told that 3 of the programs or leads were broken but they didn't think that was right (agent understood this as patient couldn't recall what the representative mentioned). Patient was now having numbness in their feet and hcp thought the implant should be able to help with the numbness. The patient was redirected to their health care provider to further address the issue. Additional information was received from the manufacturer representative (rep). It was reported that the lead was fractured/damaged/broken. There were high impedances on electrodes 3, 4, 6, 7. The rep programmed around these electrodes. The issue is ongoing. She had bad impedances in electrodes 3, 4, 6, 7. Was able to program around system and she will be referred to a surgeon to have her paddle lead replaced. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). Rep saw her on 8/20 to read her stimulator and performed impedance check. She has not been scheduled for a lead revision at this time. The physician is aware of the impedance issues a nd that she needs a potential lead revision. Additional information was received from the manufacturer representative (rep). Rep noted there is no physical damage to the leads. Only read the impedances and showing the high numbers.